Manufacturer narrative:
Sensor was successfully removed from the patient's arm. The high rate of inability to remove sensor is being investigated under corrective and preventive action. No further investigation was found necessary.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.